Event description:
An impella cp device was inserted via the left femoral artery in a 60 year-old male patient presenting with cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, red urine was observed in the foley catheter, and increased lactate dehydrogenase (ldh) was reported, raising concern for hemolysis. Imaging was utilized to assess pump position; however, it was reported that appropriate pump position was not confirmed at the time of hemolysis. Subsequent imaging confirmed that the pump was contacting the mitral valve apparatus, including the papillary muscle and chordae tendineae. Dialysis was initiated during the course of treatment. While on support, the impella cp device was operating at performance level 4 with expected flows of approximately 2.1 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on support with no additional adverse events reported. Hemolysis is a known risk associated with impella support and may be influenced by device position relative to intracardiac structures as well as the patient¿s underlying clinical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d.

Manufacturer narrative:
A4 and a5 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b, date of explant, has been added.